Event description:
It was reported that the user experienced hyperglycemia after treating an earlier hypoglycemic event and eating breakfast without announcing, with cgm showing high and a confirmatory fingerstick of 394 mg/dl, later trending to 368 mg/dl after a full supply change that revealed no abnormalities; the device issue and component were not identifiable due to insufficient information. Symptoms included hyperglycemia, prior hypoglycemia, anxiety, and shaking. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.